Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of spike not being able to be removed was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d ss was difficult to disconnect. The following information was provided by the initial reporter: the spike gets stuck in unit when the infusion is completed and it is nearly impossible to remove which prompts staff to then use a second blood infusion set.